Event description:
It was reported that the seal of the catheter package was broken and a hair was observed inside the sterile barrier. The catheter was never used and there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the catheter was returned and analyzed. No apparent break in the seal of the packaging was visible however there was a hair inside the sterile bag near the distal end. (B)(4).